Event description:
The hemodialysis catheter was not functioning adequately due to a link, and consideration was being given to removal. The pt began having cardiac arrhythmias. It was not known if catheter contributed to arrhythmias.